Event description:
It was reported that the external pulse generator (epg) stopped working and was unable to power on. Troubleshooting steps were taken to change the batteries and testing was carried out on the external pulse generator (epg) but the issue was not resolved. The epg was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) was unable to power on and it was noted that the battery wires were loose and not inserted properly into the connector on the main printed circuit board (pcb). It was noted that the pacing encoder was out of specification electrical. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. Information is provided in the future, a supplemental report will be issued.